Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not power on. There was no patient involvement.

Manufacturer narrative:
Additional info: b5 -added failure analysis information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device would not power on. There was no patient involvement. One power pca was returned for failure analysis. The reported problem was verified during lab test. The problem was found localized to f6 (7a fuse open circuit).